Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after opening the outer package and finishing the nailing procedure, the stapler was unable to fire. A new load was placed but the problem persisted. The device and the load were then replaced to complete the case. There as no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Photographic inspection of the loading unit noted protruding staples in the staple cartridge and that the jaws were closed. Visual inspection of the returned product noted that the loading unit was partially fired with the interlock engaged. Functionally, the loading unit was loaded into a post market vigilance instrument, the interlock was over ridden, and the loading unit was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or c ontributed to the reported condition. If information is provided in the future, a supplemental report will be issued.